Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the pusher assembly. The pusher assembly had bends and kinks approximately 7.0 cm, 18.0 cm, 36.0 cm, 55.0 cm, 74.0 cm, 92.0 cm, 125.0 - 129.0 cm, and 138.5 cm from the proximal end. The smart coil distal detachment tip (ddt) was fractured approximately 186.0 cm from the proximal end. Conclusions: evaluation of the returned smart coil pusher assembly revealed the ddt was fractured. This damage reportedly occurred within the rhv. If the rhv is overtightened upon retraction of the pusher assembly it will likely contribute to resistance when retracting the device. If the pusher is forcefully retracted against resistance, the device may fracture. The embolization coil was implanted; therefore, it was unavailable for return. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using a penumbra smart coil (smart coil). During the procedure, the physician successfully placed a smart coil in the target vessel using a non-penumbra microcatheter. While removing the smart coil pusher assembly, after the embolization coil had been placed, the smart coil pusher assembly became fractured approximately 22 millimeters from its distal end within the rotating hemostasis valve (rhv). The physician was able to remove the fractured part from the rhv and the procedure was completed using another coil. There was no report of an adverse effect to the patient.